Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed over the wire and was replaced with a 16-4/5.8/75 xxl esophageal balloon catheter. However, during inflation at 5 atmospheres for 2 seconds, the balloon ruptured. Finally, the device was removed and an 18x40x75mm xxl balloon catheter was advanced and completed the procedure. No patient complications nor injuries were reported.